Event description:
Customer reported the system intermittently shuts down, locks up, or displays a communication error. System operates as intended.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board and the 5v power supply. System operates as intended.